Event description:
New information received indicated that the patient presented in clinic for a treadmill stress test. During the test, the patient experienced shortness of breath and lightheadedness at the beginning of the test until the leadless pacemaker began providing pacing support. Pacing inhibition was also observed during this time. Stored electrocardiograms were examined, and noise reversion, far r-wave oversensing and under sensing were noted on the atrial device. Low atrial to ventricular throughput was also noted. Programming changes were made. The patient was in stable condition and will further be monitored.

Event description:
New information received indicated that the patient presented with continued shortness of breath during exercise and irregular high heart rate while resting. The device was noted to inhibit pacing when the patient begins exercising until the pacing rate exceeds the patient's junctional rhythm. Programming changes were performed, and medication was provided as well. The patient condition was stable.

Event description:
Related manufacturer reference number: 2017865-2025-11403. It was reported that the patient experienced lightheadedness and shortness of breath. Upon review, it was noted that the leadless pacemaker was not appropriately adjusting pacing rates while the patient exercised. Programming changes were performed. The patient condition was stable.